Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that stimulation was working on the right lead, but the patient was feeling stimulation on the left side upper area. The patient also had an error message, ¿cannot provide desired setting please connect with clinician.¿ the patient turned stimulation down to 0.0 to see if that would solve the issue and the patient raised stimulation back up. The patient ended up going from 0.0 to 7.0 before getting the error message. It was unknown if the issues were resolved at the time of the report. Additional information from the patient on may 24th reported the box was not working. The patient was advised that the manufacturer representative (rep) needed to make changes to the controller to get the ¿cannot provide the desired setting to go away.¿ additional information from the manufacturer representative (rep) on may 25th reported the patient was doing fine. The rep stated they had reconnected the white cable to the external neurostimulator (ens) and the stimulation was back on. The patient was on her left side at 3.4 and felt stimulation in the perineum area. Additional information from the patient on may 25th reported they had pain when the evaluation leads were placed. The patient stated she had lower back pain and that might have been part of the problem. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported they had kidney issues. The patient stated she had her leads removed on (B)(6). The patient stated that it worked great and she had to wait for another healthcare professional (hcp) appointment to some kidney issues she was having and the appointment was on (B)(6). It was later reported that the lead wire was changed from one to the other and they had a 95% improvement in symptoms. The right lead wire had moved out of place with no symptoms; the left side was good. The issue was not resolved at the time of the report. It was reported the patient had an appointment with their urologist (B)(6) 2017 for an appointment for their kidney issues. There were no further complications that have been reported as a result of this event. The indication for use is unknown.